Event description:
It was reported that the patient experienced ventricular fibrillation. The pulse generator exhibited a diagnostics anomaly. High ventricular rates were stored in the device memory. The device was reprogrammed. The patient was in stable condition and was being monitored in hospital.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.